Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the product was returned for evaluation. Visual analysis of the returned sample determined that on broken needle at the tip product code 1801 was received. Marks on the tip due to use of the surgical instrument were observed. The barrel hole was examined under 20x magnification, and a needle part separated from the needle wall. In addition, a fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture.the evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through quality system. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During use on the patient, after putting the 1st stich, the needle broke. There were no needle fragments left in the patient¿s body there were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). The following information was requested, but was unavailable: what is the procedure date & event day? No further information is available. Did the surgery was completed successfully? No further information is available. If yes what was used to complete the procedure? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.